Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d10, g3, g6, h2, h3, h4, h6, h10 the event was confirmed with product received. Upon visual inspection the threads of the insert shows damage. The shell has damage to the inside square and the threads close to the inside of the device show damage. A review of the device history records identified no deviations or anomalies during manufacturing. Upon review of the devices there was noticeable thread damage to the inserter and trial, it is unknown if this damaged caused or contributed to the event so a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00834.

Event description:
It was reported that during total hip arthroplasty the trail shell and the straight inserter shaft became cross threaded upon removal. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.